Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer used cold insulin. Tandem technical support educated customer on using room temperature insulin and customer understood. Customer reloaded the cartridge to resolve the issue.